Manufacturer narrative:
Batch review performed on 13 sep 2023 lot 2110837: (B)(4)items manufactured and released on 09-feb-2022. Expiration date: 2027-02-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional implant involved, batch review performed on 13 sep 2023: stem: amistem-p collared 01.18.432 amistem-p collared std stem size 2 (k173794) lot 2108021: (B)(4) items manufactured and released on 19-oct-2021. Expiration date: 2026-10-05. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year 5 months after the primary, revision surgery due to impingement between cup and stem causing pain and instability. The surgeon revised the head (s to xl) and liner. The surgery was completed successfully.